Event description:
Report of explant of device system due to "erosion through the skin" received per annual device tracking report. Follow up with hcp revealed patient experienced symptoms of drainage and pocket erosion. The primary location of the infection was the device pocket. A culture of the pocket revealed no organisms. The treatment consisted of total device system explant and IV antibiotics. The infection has resolved. Patient risk factors included decubitus ulcers, urinary tract infections and debilitated status.